Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose levels and low blood glucose value of 24 to 50 mg/dl. Patient's current blood glucose value: 102 mg/dl. Bent cannula and change sensor were also reported. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of low blood glucose values. The customer was treated with carbohydrates and glucose tablets. The sensor will return for analysis while the insulin pump will not be returned for analysis.